Event description:
It was reported "guidewire placed through dorsal approach. Measured correctly, drilled with 2.3 cann drill and manually proximal cortex drilled. Upon insertion of screw, screw stopped advancing to fully seat head. It took numerous full turns to advance screw 2mm to seat." Additional information received indicated the same screw was used to complete the surgery and was advanced further. It was reported the screw "should have advanced much further with the number of turns it took". The surgery was prolonged by 10 minutes, and it was reported there were "no adverse consequences at this time." It was also reported there are "some fixation concerns, but patient will remain in splint to help alleviate". Additional information is not available.

Manufacturer narrative:
Difficulty inserting the screw was reported. Review of the device history record (DHR) could not be performed as device lot number is unknown. The device was not returned for evaluation since it was implanted. Additionally, a two-year review of the complaint database for the 315-30xx part family revealed one (1) complaint for the concern of difficulty inserting screw (which is the complaint in this report). Per review of risk documentation and the instructions for use, possible causes for difficulty inserting screw include improper design, user error- improper length of screw selected, high density bone, not backing out and using a larger diameter drill if resistance is felt, and inserting the screw in an oblique orientation. However, based on the information received and the investigation performed, the root cause could not be determined.